Event description:
Related to MFR report#: 2183959-2012-02608. It was reported that on or about (B)(6) 2011, an ams elevate graft was implanted during a procedure to repair the plaintiff's "symptomatic rectal and intestinal hernia. It was alleged by the attorney for the plaintiff that the product has "caused plaintiff severe and permanent bodily injuries, significant mental and physical pain and suffering, severe emotional distress," continued incontinence and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.